Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 24 (this alarm is generated when a power failure is detected.), pump screen turn off, a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and self test, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 24 on (B)(6) 2025 23:41:00.000 battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 22:29:00 after more than 7 days at 44.25 days. Battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 21:59:00 after more than 7 days at 42.37 days. Battery cycle 4.0 received the low battery alert (104) on (B)(6) 2024 13:03:00 after more than 7 days at 36.05 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on the motor assembly, moisture damage on pcba 2, corrosion on pcba 1, and corrosion on the force sensor assembly was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, crack battery tube area, cracked battery tube threads, corroded battery tube, and scratched case. Blank display anomaly and battery power loss were not confirmed during analysis. Pump error 24 confirmed due to moisture damage on the electronics, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.